Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak coming from the unicel dxl 600 access immunoassay system from fluids tray over the liquid waste compartment the customer confirmed that proper personal protective equipment (ppe) was worn when cleaning up the leak. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found that the tubing in the transfer pump had a crack in it. The fse replaced the waste peri-pump tubing and verified the system for proper operation. Hardware is the root cause of this event.